Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch verio iq meter read inaccurately high compared to his feelings and or normal results and to another device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began ¿8 weeks ago¿. At unspecified dates/times, the patient obtained blood glucose readings of ¿261, 227, 270, 236, 200, 314, 384, and over 600 mg/dl¿ with the subject meter. The patient alleged that these readings read inaccurately high compared to his feelings and or normal results. The patient also mentioned, at an unspecified date/time, he obtained a blood glucose reading of ¿267 mg/dl¿ with the subject meter and ¿119 mg/dl¿ with another device (freestyle), performed within 30 minutes of each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. The patient manages his diabetes with oral medication (unknown type) and insulin (unknown type) and stated he took an increased dose of insulin (unknown type and dosage) in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient stated, ¿a few weeks before¿ contacting lfs, he went into his doctor¿s office for a visit. The patient mentioned that his health care professional (hcp) ¿increased his insulin¿; however, the patient did not provide the type of insulin used or dosage. The patient mentioned his blood glucose was tested with the doctor¿s/clinic meter and obtained a reading of ¿130 mg/dl¿. The patient denied developing any symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs accuracy criteria.